Event description:
It was reported that high capture threshold and low pacing lead impedance were observed. The lead was explanted. It was reported that the patient was okay after the procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.